Manufacturer narrative:
Lot number or product was not provided, therefore unable to proceed with batch retain testing or product investigation. Add'l info - otc device, otc product: yes. Report source literature description - journal: neuro toxicology. Author: peter hedera, amanda peltier, john k fink, sandy wilcock, zachary london, george j brewer. Title: myelopolyneuropathy and pancytopenia due to copper deficiency and high zinc levels of unknown origin ii. The denture cream is a primary source of excessive zinc. Volume: 30, year: 2009, pages: 996-999.

Event description:
Pancytopenia [pancytopenia], myelopathy [myelopathy], axonal polyneuropathy [peripheral sensory neuropathy], demyelinization polyneuropathy [demyelinating polyneuropathy], hypocupremia/copper deficiency [copper deficiency], hyperzincemia [hyperzincaemia], numbness of upper and lower extremities [hypoaesthesia], paresthesia of upper and lower extremities [paraesthesia], loss of balance [balance disorder], neurological exam-deficits involving motor-sensory polyneuropathy and myelopathy [neurological examination abnormal], bone marrow suppression [bone marrow failure], distal weakness 3/5 [muscular weakness], plasma copper decreased [blood copper decreased], plasma zinc increased [blood zinc increased], urine copper decreased [urine copper decreased], urine zinc increased [urine analysis]. Case description: an article in a neurotoxicology publication reported that an adult male, age (B)(6), used fixodent denture adhesive, version unknown cream, applying large amounts on poorly fitting dentures, often using dentures overnight, and reported the following beginning in 2007: myelopathy, axonal polyneuropathy, demyelinization polyneuropathy, hypocupremia/copper deficiency, hyperzincemia, numbness of upper and lower extremities, paresthesia of upper and lower extremities, loss of balance, neurological exam - deficits involving motor-sensory polyneuropathy and myelopathy, bone marrow suppression, pancytopenia, distal weakness 3/5, plasma copper decreased, plasma zinc increased, urine copper decreased, and urine zinc increased. The consumer discontinued use of fixodent. Treatment: oral copper supplementation with a typical dose of 6 mg of copper per day. Neuroimaging studies encompassing whole neuroaxis were unremarkable. Initial copper plasma level was depressed to 25 ug/dl, initial zinc plasma level was elevated to 121 ug/dl. Initial copper urine level was undetectable and initial zinc urine level was elevated to 1,455 ug/day. Highest plasma copper level on supplementation showed the level had increased from the initial level, however was still within the depressed range at 42 ug/dl, zinc plasma showed persistent hyperzincemia. Copper plasma level after cessation of denture cream use increased although remained depressed at 67 ug/dl, zinc was within normal limits at 98 ug/dl. Copper and zinc urine levels after cessation of denture cream were not available. The neurologic outcome was improved balance, independent walking. The case outcome was not recovered/not resolved. No further information was provided.